Event description:
It was reported that the serial number for the device displayed as 0000000000 during the pre-implant interrogation. A new device was used. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.